Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil was found to be stretched. The main coil was found to kinked/bent. The main coil suture was found to be damaged. The main coil was found to be prematurely detached/separated from the delivery wire. The delivery wire was not returned. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event was unknown/unclear, but the risk is performed based on the analysis and is covered in the device directions for use (dfu). As well, the risk is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis, and it was noted that the main coil was kinked, stretched and damaged. The main coil was found to be prematurely detached/separated from the delivery wire and the coil delivery wire was not returned. There are no details on how the product was used, an assignable cause of undeterminable will be used for the as reported device problem unknown/unclear and to the as analyzed main coil prematurely detached/separated during use , main coil kinked/bent, main coil stretched and main coil damaged as there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause.

Event description:
The subject coil was returned for analysis and the device investigation revealed that the subject coil was prematurely detached during use. There was no clinical consequence to the patient due to this event.